Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that following the implant procedure, the pt received a shock while sitting. It was noted the patient is young and was tachycardiac during the implant procedure. A chest x-ray was taken which showed a possible air pocket around the sense electrode near the xyphoid and that the treated episode appeared to look like non-physiologic noise which could not be reproduced. The field representative noted that the physician would like to monitor this pt without the risk of the pt receiving inappropriate therapy; however, would still like to magnet to store episodes. Boston scientific technical services (ts) discussed the magnet will program the device off and will not allow episode storage. No adverse patient effects were reported.